Manufacturer narrative:
(B)(4).

Event description:
Covidien received an email from the customer reporting 3 endotracheal tube cuff failures that leaked during ventilation. No adverse event or required intervention was reported. Additional information has been requested. The 3 incidents (one for each tube) are referenced on our reports 2936999-2016-00354, 2936999-2016-00355 and 2936999-2016-00356.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.